Manufacturer narrative:
Date rec'd by MFR: 26nov2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-10496 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019.

Event description:
The customer reported that the machine and proximal sensor failed. There was no patient or user involvement. The customer replaced the data acquisition board from another v60 ventilator. Replacing the data acquisition board resolved the reported issue.